Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) had no r-wave amplitude with no marker channels. The patient had a implantable neurostimulator (ins) device which was thought to be causing interference with the icm. The icm was implanted and remains in use. No patient complications have been reported as a result of this event.